Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017.

Event description:
Additional information received indicates that the patient underwent surgical intervention during which the ipg was explanted and replaced with no complications.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported the ipg was unable to communicate with the external devices. It was noted the patient had several unrelated procedure where the ipg was not placed in surgery mode and had lost therapy after. Troubleshooting was unable to resolve the issue. As a result, surgical intervention may occur at a later date to address the issue.